Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe the rubber of the syringe is skewed. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: the stopper was slanting.

Manufacturer narrative:
H.6. Investigation: customer returned (2) loose 3/10cc, 12.7mm syringes. Customer states that the stopper was slanting. Both returned syringes were examined and both exhibited a deformed stopper in the barrel. A review of the device history record was completed for batch #8295941. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification (B)(4) noted for smeared stoppers. A visual evaluation of both syringes was performed finding the stopper smeared on the inside of the barrel. There was no other visual damage to the syringe. The root cause was the air pipe that feeds the silicone broke. H3 other text : see h.10

Event description:
It was reported that the bd ultra-fine¿ insulin syringe the rubber of the syringe is skewed. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: the stopper was slanting.